Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The field service engineer (fse) was dispatched to customer site and inspected the device. The fse replaced the user interface (ui) assembly. A ui assembly was returned for analysis. An investigation was performed and the product analysis technician reported that the root cause was due to the power switch being out of specification.

Event description:
The customer reported ventilator would not turn off. The customer reported there was no patient involvement.